Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up imaging procedure. The imaging showed that there was a possible device related thrombus present on the closure device. The physician is keeping the patient on their anticoagulation medication with a plan to recheck at a future date. The patient did not experience any other complications as a result of this event.